Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in germany, regarding a 26mm sapien 3 ultra transcatheter heart valve implant procedure in aortic position by transfemoral approach, during the procedure, there was difficulty inserting the esheath into patient and then resistance was also felt while inserting the commander delivery system with crimped valve through the esheath. The delivery system got stuck in the esheath blue portion. There was a bent strut and a esheath strain relief damage. The whole system was withdrawn as a single unit with the esheath and a new kit was prepared and the valve was successfully implanted. No patient injury occurred and patient was stable post-procedure.

Manufacturer narrative:
Added additional information to b7. Corrected h6 type of investigation, investigation findings, and investigation conclusions. Updated b4, g3, g6, and h2. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events are captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. During visual evaluation the liner of the sheath was noted to be partially expanded 20cm in length from the strain relief. The remaining liner was unexpanded, and the tip was unopened. The valve was stuck in the sheath shaft at 8.5cm from the strain relief and was exposed through liner. The liner was torn 6.5cm in length, starting at 3cm from the strain relief. Due to the nature of the complaint, no functional testing was able to be performed. As the flex tip of the delivery system is the largest component that enters through the sheath, its outer diameter was measured. The measurement was found to be within specifications. Additionally, liner thickness was measured along the liner puncture. The measurements were found to be within specifications. Imagery was provided from the field. The valve was observed stuck within the sheath. A liner tear with the crimped valve protruding through the liner was also noted. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the sapien 3 ultra / sapien 3 ultra resilia valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The inability to advance the delivery system and valve through the sheath was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests that patient factors (calcification, tortuosity) and procedural factors (insertion step angle) likely contributed to the event. As per patient information provided there was presence of moderate tortuosity and calcification at the access vessel. Furthermore, per information provided it was indicated that the sheath was inserted in the patient at a steep angle. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Additionally, calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. The sheath liner puncture was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests that patient factors (calcification, tortuosity) and procedural factors (insertion step angle, excessive device manipulation) likely contributed to the event. As per patient information provided there was presence of moderate tortuosity and calcification at the access vessel. Furthermore, per information provided it was indicated that the sheath was inserted in the patient at a steep angle. During the procedure, the sheath liner may sustain damage from additional device manipulation or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath liner puncture directly via physical contact (e.g. Sheath liner interacts with sharp calcium nodules) and indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). Alternatively, damage due to suboptimal advancement angles may result from steep insertion angles, known to promote device non-coaxially. Excessive device manipulation used to overcome any resistance when navigating challenging anatomy can lead to sheath liner damage. Excessive device manipulation coupled with non-coaxial advancement trajectories can lead to sheath liner puncture due to direct interaction with crimped valve (e.g. Catching of bent strut). Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force, and any device manipulation used to overcome the difficulty. The difficulty inserting the sheath in the patient has been confirmed based on the information available to date. Available information suggests that patient factors (calcification, tortuosity) and procedural factors (insertion step angle) likely contributed to the event. As per patient information provided there were presence of moderate tortuosity and calcification at the access vessel. Furthermore, per information provided it was indicated that the sheath was inserted in the patient at a steep angle. A steep insertion angle can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Additionally, sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force during sheath insertion into the patient. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has previously been opened to investigate high push force events, the root cause, and implement any necessary corrective actions.